Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a device/service history review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the patient's nurse replaced a solution bag during therapy in efforts to clear an alarm and therefore reused the disposable cassette. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting, the rn stated they were able to resolve the "check lines and bag" alarm by replacing the solution bag and completing priming without starting over. There was patient involvement. No patient injury or medical intervention was reported. A follow up was done via phone call. The rn was advised in the future to take down all the supplies and reset up with new supplies and the rn stated she was aware of that now.